Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, the stent dislodged off the balloon catheter in the left main coronary artery. The sds was withdrawn from the pt without complication and a micxrosnare was utilized to successfully retrieve the stent. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.